Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number and catalog number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown zimmer screw fractured inside of the implant. The fractured portion of the screw could not be removed. Tooth location 18.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The implant shows signs of wear and tissue attachment about the threads and vent. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. Malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.